Manufacturer narrative:
Section d device available for evaluation changed yes to no. Section h evaluation method code added 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with cardiogenic shock, the console generated a loss of helium error. The connections were checked, but the issue continued. The console then generated a check iab catheter alarm. The customer removed the iab and noticed there was blood inside. A new iab was inserted and functioned successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with cardiogenic shock, the console generated a loss of helium error. The connections were checked, but the issue continued. The console then generated a check iab catheter alarm. The customer removed the iab and noticed there was blood inside. A new iab was inserted and functioned successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4). H3 other text: device not returned.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device was not returned, and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with cardiogenic shock, the console generated a loss of helium error. The connections were checked, but the issue continued. The console then generated a check iab catheter alarm. The customer removed the iab, and noticed there was blood inside. A new iab was inserted and functioned successfully. There was no patient harm, or adverse event reported.